Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance spiked and was high. The lead also had intermittent t-wave oversensing and a possible fracture. The device also had a sensing/detection problem and was oversensing artifact and t-waves. Reprogramming was done and the device and lead remain in used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.